Manufacturer narrative:
Evaluation: still under investigation.

Event description:
During aaa procedure in 2008, as the flex main body graft was removed from the inner package, it was noticed that the pink cannula was slightly bent. It was not recalled if the "cigar tube" was present on the device. The canula was gently straightened and a wire run through it to be sure it would pass adequately. The graft was prepped and continued without issue. The graft was inserted into the patient and deployment begun. At the time when the white safety knob on the black trigger wire assembly would be removed, it was noticed that both safety knobs were sheared off and the remnants were on the surgical table. The physician was unable to remove the safety knobs at all, so tried to use a scalpel to make a groove to unscrew the knobs with no luck. Then, he tried to pry the safety knob off as well as chip it off which was unsuccessful. Finally, a surgical drill bit (approximately 3mm) was brought out and the white knobs on both trigger wires were drilled out. Both the black/white trigger wires were able to be removed without problem at the desired time during deployment. Deployment did continue, there were no patient issues, and seal was achieved as observed on final angio.